Event description:
During a pulsed field ablation procedure, due to an output error issue, the procedure was abandoned. It was noted that the workmate claris dws had displayed the error message "fatal error pci 929" before the screen turned white. The system was power cycled with no resolution. The patient was stable.